Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the customer was performing diagnosis and procedure was completed after moving the patient to another room. The philips remote service engineer (rse) communicated with customer and confirmed that the emergency stop was active and could not be cleared, preventing geometry movements. Review of system log files also showed malfunctioning geo-pc. The rse assisted the customer to check the e-stops on system and the customer resolved the issue by the help of in-house service and after this issue didn¿t reoccur. After this, the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was occurred since the emergency stop button was active and could not be cleared. As per IFU if e-stop button was activated the system functionality will be stop completely, which concludes that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the emergency stop was active and could not be cleared, preventing geometry movements. The system was in clinical use and the procedure was aborted. There was no reported patient or user harm. Philips has started an investigation of this complaint.